Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial na result was 264 mmol/l. The patient's repeat na result was 133 mmol/l. It was reported the patient's expected na result was 133 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer changed the rinse unit tubing and checked the module. After service, no further problems were reported by the customer. The investigation determined the service actions resolved the issue.